Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and was not returned to the manufacturer for evaluation. Therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of the gastroduodenal artery (gda), the embolization coil implant detached before being positioned. The coil migrated from the gda to the right hepatic artery. The coil was retrieved with a snare device after 3 hours. There was no reported patient injury.